Event description:
[Per google translation] it was reported, the connection piece was torn on the closed suction system tube. Additional information received 08may2024 reported, [per google translation] the incident occurred while being used on a patient, air leakage was audible + sputum leakage [was] visible on the outside. A break in the tuft that connects the tube and suction material was visible. The tuft including suction material was replaced. When removing the tuft tore and a part of it remained in the tube. A piece of the tube was then cut off and a new connector piece could be placed. It was additionally reported, the patient has since been extubated and was doing well; no injury was reported and no additional actions were taken.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 04 jun 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
Additional information: d1; d4; d9 the product involved in the report has been returned and the investigation remains in progress at this time. A review of the device history record is in-progress. All information reasonably known as of (B)(6) 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint comp-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for lot 30245896 was reviewed and the product was produced according to product specifications. The actual sample from the reported event was returned for evaluation. The returned product was evaluated, for the reported event of leak and no issues were observed on device during sample evaluation; therefore, the root cause could not be determined. Sample evaluation was not required for the reported issue of break, as this is known device problem; the root cause is traced to the manufacturing process. All information reasonably known as of 18 dec 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.